Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and clinically relevant documentation was not provided, therefore a though medical investigation could not be performed. However, the reported off-label use of competitor acetabular components cannot be ruled out as a contributing factor to the reported dislocation for which the surgeon reportedly exchanged acetabular components and the femoral head. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient had an echelon stem with oxinium head in a procedure done at ncph on (B)(6) 2018. Dr. Used another company's acetabulum components. This patient had a dislocation reporting to tech & dr. Made the decision to exchange the acetabulum components, again using another company, however he required a smaller sized oxinium head due to using a constrained liner. Nothing wrong with the original head, exchanged due to size requirements only.